Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a broken wire when the backup capacitor was inspected. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to solder the wire.

Event description:
It was reported that the device had an error 1720 and a technical problem that kept alarming. It was also stated that it does not start properly. The issue was discovered during a functional test in their workshop and there was no patient involvement.